Event description:
It was reported by the customer that in bd pyxis¿ es server, carefusion coordination engine had pyxis server transmission delays. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordination engine (cce) pyxis server had transmission delays. A technical support specialist (tss) consulted with a product service engineer and confirmed that the three-minute delay for the stock-out label to print was an expected behavior, that occurred because the just in time real time data publisher job ran every three minutes and if a pend was performed immediately after a cycle completed, it would take the full three minutes before enterprise server sent it out to the cce. The tss also confirmed that there was no ability to frequently update the job currently. The system functioned as intended after the technical support specialist troubleshot the device.